Manufacturer narrative:
The battery was replaced and the ventilator returned to normal. Device inspection and testing were completed. The device returned to full functionality.

Manufacturer narrative:
A follow-up was performed, and it was reported that the customer ordered a battery. It was reported that the issue was for a battery fault, and not low pressure. The device displayed a "check vent: battery fault" error message. The investigation is ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a low-pressure issue. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A follow up was performed and the responder reported that the device has not been repaired yet. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event. It was found that the device has not been repaired as the battery, which was the recommended replacement part, has been ordered but is still in short stock. The repair of the unit has not been completed at this time. When the battery becomes available, the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.